Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3939636 and product code tvtoml. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2022 and the mesh was used. It was reported that during the surgery, the in-room team found that the device was not in use since its end is "bent" which prevents its use and effectiveness. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: the device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 analysis summary: the received device was manipulated, as the original packaging and components were missing (box, blister, lid and winged guide). Evaluation of received device: - trocars - no damages were detected during the evaluation. Some organic matter was observed in the insersention area with the plastic needle. - blue mesh - it was observed that some stitches were broken on the edge of the mesh in the area of the button loop. No other damages were observed. Needles - the two needles have been verified and a damage was observed in one needle tip. One of the two needle tips was found deformed and broken. Based in the evaluation, this complaint is not a manufacturing issue.